Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy electrode and adjust belt messages) have been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the front therapy electrode and ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the lifevest was rubbing against her mastectomy incision, causing an irritation. The patient removed the lifevest and applied a cream recommended to her by her pharmacist. Follow-up indicated that the irritation had improved. A us distributor reported that a patient was receiving frequent check therapy electrode and adjust belt messages.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the lifevest was rubbing against her mastectomy incision, causing an irritation. The patient removed the lifevest and applied a cream recommended to her by her pharmacist. Follow-up indicated that the irritation had improved.